Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins) for non-malignant pain. It was reported that over the weekend of (B)(6) 2018, the patient's system started shutting itself off automatically when the patient was sitting. As a result of it shutting off, the patient's pain was returning. The patient met with a rep on (B)(6) 2018. The rep found the adaptive stimulation setting for the recline position to be set to "0 ma". The amplitude for the recline position was adjusted to match the amplitude of the upright setting. The ins was also disabled and then re-enabled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep who confirmed the information with the hcp and the patient. After the rep adjusted the amplitude for the reclining position the reported issue and associated pain resolved. No further complications were reported or anticipated.